Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s itb (intrathecal baclofen pump) was functioning properly during the refill procedure performed on (B)(6) 2017. No change made to the pump settings that day. No complications post procedure noted. The patient was hospitalized 1 month after the refill procedure for sudden weakness, abdominal pain, elevated troponin and elevated bp (blood pressure). Per the healthcare provider the cause of the patient¿s symptoms were that the patient had a complicated medical history with multiple comorbidities. The hospitalist contacted the managing healthcare provider on (B)(6) 2017 stated that the itp (intrathecal pump) was functioning properly and they decided to decrease the itp (intrathecal pump) medication by 15% as a precaution. The patient returned for an itp (intrathecal pump) refill on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (30 mg/ml at 10.52 mg/day), baclofen (275 mcg/ml at 96.46 mcg/day), and dilaudid (25 mg/ml at 8.769 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On 20-mar-2017 the hcp reported that patient started having symptoms following a change made in (B)(6). The patient was in the ICU (intensive care unit) for being ¿extremely lethargic and not able to wake up¿. The patient¿s managing physician advised that they lower the dose by 15-20%. No further patient complications have been reported as a result of this event.